Event description:
The customer reported that while the iabp was in use on a pt, the iabp shut down and started alarming. The customer reported that this was the second time that this happened. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The iabp was removed from service and has been returned to the manufacturing facility in (B)(4) for evaluation. A supplemental medwatch form will be submitted when additional info becomes available. (B)(4).